Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the clogged scope air/water nozzle was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation; rubber glue separation, cover scratches and dents, knob play, less angulation, top of n°1 wear, connecting tube damage, and connecting pins of plug shocked. Based on the results of the investigation, the root cause of the clog in the air/water channel could not be determined. What the material was could not be determined either. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned to olympus for evaluation. The evaluation is currently in process. A supplemental report will be submitted upon completion of the device evaluation/investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that the evis exera iii colonovideoscope had internal channel defects. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.